Event description:
Surgeon tried to use the stapler and he could not get it to fire. The stapler would only close and engage, but it would not fire off any staples. The black button would not engage the stapling mechanism. We filled out a defective medical device form and sent the device to biomed.